Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 due to incorrect placement of the electrode during initial implantation surgery.